Event description:
It was reported that the external pulse generator failed the battery removal test, it did not continue to pace for 15 seconds upon battery removal but instead shut off "almost immediately" upon battery removal. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Event description:
It was reported that the external pulse generator failed the battery removal test, it did not continue to pace for 15 seconds upon battery removal but instead shut off "almost immediately" upon battery removal. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment that the generator would not continue to pace for its expected amount of time following the battery removal. Analysis did find that the upper case, lead flex and output connector were broken, the battery release contaminated and the battery flex and the heart lead flex were damaged. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.